Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unspecified date, a plum 360 was found to have a smell like smoke. The device did not experience any physical damage. There was no patient involvement, no patient harm, and no delay in therapy.

Manufacturer narrative:
Visual inspection revealed damage to the power supply via burnt/charred components. Replaced power supply as the device was received as an rtnrep. The probable cause was a defective/worn power supply. Tested device by running protocol rate = 400 ml/hr. Vtbi = 50 ml with basic setup and the device passed without error alarms